Manufacturer narrative:
The pacemaker was received for analysis. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this pacemaker were re-investigated. All production steps had been performed accordingly. Particularly the final acceptance test proved the device functions to be as specified. First, the pacemaker was interrogated and the clinical observation was confirmed, an interrogation was not successful. However, the ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be flawless and in amplitude and frequency as programmed. There was no indication of a device malfunction. During the analysis the pacemaker was reset. Subsequently an interrogation of the device was properly feasible and the analysis of the pacemaker¿s memory content revealed no anomalies. In addition, the pacemaker was subjected to a complete final acceptance test and proved to be flawless. In summary, the clinical observation was confirmed. The root cause for the clinical observation was not determinable. After a reset, the pacemaker proved to be fully functional. External influences such as strong electromagnetic fields could be taken into consideration which might have been contributed to the clinical observation.

Event description:
Ous MDR this device was explanted because it could no longer be interrogated. Several programmers were tried without success.